Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing disconnected below the drip chamber while hanging irinotecan, causing it to leak out onto the patient's arm and leg. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have two separate incidents to report but they both involve the same tubing bd smartsite¿ low sorbing secondary set red 10014881. (B)(6) 2023 @ 1030h code brown was called due to a chemo spill nurse went to hang irinotecan when the tubing disconnected just below the nonvented drip chamber. The patient did have exposure to her arm and leg. Staff have reported an increase in kinks just below the nonvented drip chamber where the tubing connects over the past several weeks following the code brown yesterday, our pharmacy department let me know that a few weeks ago (~3 weeks ago) that they had tubing that leaked during the preparation of chemo, the line thankfully had only been primed d5w. Was there any patient impact in second incident from a few weeks ago? No, this line was prepped in pharmacy prior to reaching the patient environment was it identified if the set was leaking from a damaged component or maybe a loose connection in the second incident? No. Was treatment able to resume and be completed on (B)(6) after the chemo spill? We had to re mix both chemo treatments and restarted was there any permanent damage to the patient on (B)(6) as a result of the chemo spill? Unknown. The patient has not called in with any issues or had follow up with doctor. Were there any concerns when prepping the sets on (B)(6) prior to use? Pharmacy techs have noticed kinks in tubing over the past few months when priming tubing under the hood. Are the kinks causing any flow issues or complete occlusion? Yes, we have had multiple sets with kinks at where the tubing comes out from drip chamber".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jun-2023. Investigation summary: the customer reported the tubing separated below the drip chamber and returned one unused sample. The sample did not replicate the failure, and the complaint could not be verified. However, this material and lot fall under a corrective and preventative action ongoing at the plant and the issue is being addressed. A device history record review for model 10014881 lot number 22119410 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing disconnected below the drip chamber while hanging irinotecan, causing it to leak out onto the patient's arm and leg. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have two separate incidents to report but they both involve the same tubing bd smartsite¿ low sorbing secondary set red 10014881. 1. (B)(6) 2023 @ 1030h code brown was called due to a chemo spill. Nurse went to hang irinotecan when the tubing disconnected just below the nonvented drip chamber. The patient did have exposure to her arm and leg... Staff have reported an increase in kinks just below the nonvented drip chamber where the tubing connects over the past several weeks. 2. Following the code brown yesterday, our pharmacy department let me know that a few weeks ago (~3 weeks ago) that they had tubing that leaked during the preparation of chemo, the line thankfully had only been primed d5w... Was there any patient impact in second incident from a few weeks ago? No, this line was prepped in pharmacy prior to reaching the patient environment was it identified if the set was leaking from a damaged component or maybe a loose connection in the second incident? No... Was treatment able to resume and be completed on (B)(6) after the chemo spill? We had to re mix both chemo treatments and restarted. Was there any permanent damage to the patient on (B)(6) as a result of the chemo spill? Unknown. The patient has not called in with any issues or had follow up with doctor. Were there any concerns when prepping the sets on (B)(6) prior to use? Pharmacy techs have noticed kinks in tubing over the past few months when priming tubing under the hood. Are the kinks causing any flow issues or complete occlusion? Yes, we have had multiple sets with kinks at where the tubing comes out from drip chamber."